Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during gastrointestinal anastomosis, there was a problem in disconnecting the suture from the device at the anvil-probe connection. Another device was used to complete the case.